Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss could not be confirmed as the device was returned with the plunger, posterior needle tip, suture, anterior and posterior cuff in the pre-deployed position. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue needle to cuff miss could not be determined. The returned condition is not consistent with the reported needle to cuff miss. Information was received confirming the correct device was returned. However, the device was returned with the plunger, posterior needle tip, suture, anterior and posterior cuff in pre-deployed position indicating the device was not deployed. Therefore, a conclusive cause cannot be determined as the reported needle to cuff miss could not be confirmed. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure using an 8f sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.